Event description:
During a gastrostomy procedure, the physician used a cook endoscopy gastrostomy set to place a feeding tube. The reporter indicated that an abdominal incision was made and then lengthened at some point during the procedure. As the tube was being pulled through the abdominal incision, it separated, leaving part in the pt's esophagus. The separated portion was retrieved with forceps. The pt's condition is reported as stable.